Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, thrombosis occurred. Target lesion #1 was located in the right coronary artery (rca). The target vessel reference diameter was 3.2mm and the lesion length was 30mm. Pre-procedure stenosis was 97% and post-procedure was 4% stenosis. Direct stenting was attempted. A non bsc balloon was used. A liberte stent with a diameter of 3.5mm and length of 32mm was implanted. Residual stenosis was documented. An additional procedure was performed in the target lesion for thrombo aspiration. The procedure was a technical success. Additionally, two lesions of the rca were successfully treated during this procedure. The patient was discharged two days post procedure without current anginal complaints or silent ischemia. Discharge medication included: asa 100mg and clopidogrel 75mg daily for 12 months.